Event description:
Customer reported the male luer on the alaris® pump module administration set (2420-0500) would spin off of the maxplus® needleless connector (mp1000), disconnect and cause leakage. Although requested, no additional specific event information provided. No patient harm reported.

Manufacturer narrative:
Conclusion: the report of the primary set disconnecting from the maxplus was confirmed. No anomalies were identified upon inspection. Functional testing was performed by priming the set. A maxplus connector was attached to the male luer of the primary set and fluid ran through both sets; the maxplus disconnected immediately. The male luer on the IV set and the mp1000-c were swabbed with an alcohol pad. Both components were allowed to dry. The mp1000-c was attached to the male luer of the set and set was opened to flow. There was no disconnection or leaks. The end of the set with the connector was manipulated and jarred to prompt a disconnection; the components did not disconnect. Dimensional testing was performed; the male luer was within specification. The root cause of the disconnection was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.